Event description:
It was reported that during installation, the cardiosave intra-aortic balloon pump (iabp) had an invalid serial number. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted when the evaluation is completed. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Manufacturer narrative:
Corrected fields: d4. Updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions),h11the getinge field service engineer(fse) that noticed the issue stated that the invalid sn# was (B)(6) and in order to solve the issue, the customer was provided a new unit. It was also stated that the correct sn# was (B)(6).

Event description:
N/a.